Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported excessive no delivery alarms on customer's insulin pump. This has been happening for awhile. The device is brand new but it alarms no delivery almost every day. Customer will do 0.1 unit insulin deliveries about twenty times in a row to receive insulin. Customer's blood glucose was 203 mg/dl. Insulin exited the tubing and the device alarmed no delivery during a fixed prime. The device is being replaced. Nothing further reported.